Event description:
It was reported that this physician¿s handheld device was not holding a charge. Upon unplugging the handheld device from the wall, the device turned off. The device was returned on (B)(6) 2013 and underwent product analysis. An analysis was performed on the returned handheld. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The wand was also returned because it was old and is pending analysis.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
Analysis for the wand showed that although a portion of the battery cover latch was broken and missing, this condition had no adverse impact on the function of the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.